Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's lead never provided pain relief. As a result, the lead was explanted and replaced. The doctor cut the lead that was initially implanted into pieces upon removing it. The replacement lead was implanted in a new location. Follow-up revealed effective therapy was provided as a result of surgical intervention.